Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the tip did not work properly. The rv lead was not implanted and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully extended. Visual inspection found the proximal conductor distorted. The conductor distorted found during analysis leads us to conclude that when turning the is-1 connector pin to transfer torque to the helix, buckling of the inner insulation was occurred at the location of the conductor distorted, and that prevents the retraction of helix. If information is provided in the future, a supplemental report will be issued.